Event description:
It was reported to conmed that, "blue tip which covers base needle part of injector came off intraoperatively. Could've been left inside patient if not spotted by scrub practitioner." It was also reported that the device fragment was retrieved and there was no patient injury.

Manufacturer narrative:
Original device will not be returned to conmed corporation. The device is being held in the theatre coordinator's office of the end-user facility. Due to contamination status this device cannot be returned from the UK to the united states. This is an isolated incident - reviewing complaint history for the past twenty-four (24) months this is the first complaint regarding any aspiration/injection needle. This is being reported due to the size of the device fragment that separated - if this incident occurred again it could lead to an unretrieved device fragment and possibly lead to a serious deterioration on health to the affected patient.

Manufacturer narrative:
The suspect device, the 5mm laparoscopic aspiration and injection needle is a 16ga needle having applications in gynecological laparoscopy, laparoscopic cholecystectomy and other laparoscopic procedures. A review of the manufacturing documents has verified the devices were produced and released according to the current and approved procedures and material specifications. Proper manufacturing procedures including testing and inspections were performed during manufacture to prevent non-conformances regarding the product's identity, quality, safety, effectiveness and performance. The original device is being held in the theatre coordinator's office in the end-user facility. Due to contamination status, this device cannot be returned from the (B)(6) to the united states. Photos of the device have been requested of the end-user facility; however, photographs have not been received at conmed corporation to date. During manufacturing, one (1) drop of adhesive is placed onto the front insert (blue tip) and the front insert is crimped into the stainless steel tube. The crimp on each device is visually checked. Crimp pull strength is 10 lbs minimum per specifications. The complaint device was not available for evaluation. The reported failure cannot be confirmed and the specific failure mode, as well as the associated root cause, cannot be conclusively determined without examination of the actual device. A search of customer complaints received in the past two (2) years for cd950 and cd952, 16ga and 22 ga aspiration needles, found no other similar complaints. This appears to be an isolated incident for all laparoscopic aspiration/injection needles. The complaint investigation could not confirm or identify the specific failure mode or assignable cause without examination of the actual complaint device. In addition, evidence suggest that this complaint is an isolated occurrence. Therefore, corrective action is not recommended as a result of this complaint. Not being returned to conmed.